Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent dislodgement). Patient condition affected effectiveness of the device (the lesion was calcified with 70% stenosis); deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent dislodgement). Device failure/lack of effectiveness related to patient condition device (the lesion was calcified with 70% stenosis). (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (3.00mm x 18mm) due to total occlusion, serious distortion and calcification of the mid-distal rca. 70% stenosis remained after pre-dilation. It is reported that the stent dislodged in the patient after repeated attempts to cross the lesion. The stent remained in the radial artery. The physician used a new device to complete the surgery. There was no reported injury to the patient. The surgeon believes that insufficient pre-expansion plus vasospasm are the main reasons that have led to stent dislodgement in this operation.   Device evaluation: the hypotube was kinked 0.5cm distal to the strain relief. The distal tip was slightly flared. Crimp impressions were visible along the balloon surface. The balloon folds were opened. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿